Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's pacemaker exhibited a diagnostic anomaly in which the atrial tachycardia/atrial fibrillation (at/af) burden percentage was incorrectly pulled and reported from a different diagnostic measure. No intervention was performed. There were no patient consequences.